Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to initial MDR in block h6: patient code.

Event description:
It was reported that after a procedure a patient experienced a stroke. After a procedure where a farawave 2.0 catheter was used it was informed that the patient experienced a stroke and was transferred to a different hospital. No device issues were reported. No more information was provided. The device is not expected to be returned it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that after a procedure a patient experienced a stoke. After a procedure where a farawave 2.0 catheter was used it was informed that the patient experienced a stroke and was transferred to a different hospital. No device issues were reported. No more information was provided. The device is not expected to be returned it was disposed.